Event description:
It was reported that the syringe is "leaking contrast at the syringe tip".

Manufacturer narrative:
It was reported that the syringe is "leaking contrast at the syringe tip". The customer did not report any patient or procedural impact as a result of the issue. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.